Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an unexpected atrial arrhythmia termination while possibly still in progress due to falling in blanking periods. The ipg remains in use. No patient complications have been reported as a result of this event.